Event description:
Treating neurologist reported to device manufacturer that system diagnostics testing of a patient's device at an office visit resulted in high lead impedance reading, indicating possible device malfunction. It was reported that the patient has not felt device stimulation for several months; however, the patient did feel normal mode stimulation after normal mode output current was increased from 0.75ma to 1.25ma. Based on device settings and near end of service indicator of no, generator battery end of life is not a likely cause of the high impedance condition. Revision surgery is likely.

Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.